Event description:
The pump was returned for investigation. Investigation revealed the display screen is fading. This report is made based on results of investigation completed on 10/17/2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/17/2013 with the following findings: evaluation revealed that the keypad cover was torn on the left side of the ok button and the keypad was found to be worn. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. All keypad buttons responded appropriately. There was contamination found under the contrast and up key contacts. Evaluation revealed that the display screen is fading and scratched. (B)(6).